Manufacturer narrative:
Sientra complaint (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Tissue expander punctured.

Manufacturer narrative:
Sientra complaint (B)(4). Device analysis: d9, g3, g6, h2, h3, h6, h10. Sientra received the suspected device from the customer and performed a failure analysis. The device was returned and investigated by our labs to have two pin holes located on the anterior surface with an indeterminable conclusion. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.